Event description:
Sigma spectrum infusion pumps experiencing bearing failure. Sigma's solution of using back flow valve cannot be applied to pediatric population due to inability to use in neonates. Under-infusion issues of up to 40% may occur because of mid/high pressure requirement. Cannot give blood or take blood samples.